Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as only the bearing was returned. Visual inspection revealed multiple forms of damage to the bearing. The rim of the bearing is gouged and damaged in 2 locations. The scratching was also observed on the outer radius of the bearing. No dimensional analysis will be performed due to the attempts to implant the bearing. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown active articulation head, unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10998.

Event description:
It was reported that during the reduction of the bearing into the liner, the femoral head separated and dislodged from the bearing. Attempts have been made and additional information on the reported event is unavailable.